Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not zeroing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the unit for more than two hours and found it to be working okay. The iabp was handed over to the customer in good, working condition.

Event description:
N/a